Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h6, and h10. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. There is no repair history for this device in the past year. The no image issue was a malfunction of the connector receptacle unit and some kind of communication abnormality with the scope. The root cause of the receptacle unit failure was not identified.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device connector was faulty resulting in no image. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during an unknown procedure the device did not yield any image. The procedure was completed with another device. There is no harm or adverse impact to the patient. After the procedure, it was observed that there was damage to the cable connector.